Event description:
It was reported that during a holmium laser case the fiber tip broke in the ureter. The tip was retrieved without any issues. The fiber was exchanged and procedure was completed with no further complications reported. Patient outcome: ¿no injury" reported.